Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak - 3-piece syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during a preparation of a bag, liquid leakage by the piston of the syringe: bevacizumab.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jun-2023. H6: investigation summary three samples received by our quality team for investigation. Upon visual evaluation, damaged barrel is observed, which likely cause the leakage. A device history review was performed for reported lot 2301010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, possible root cause is associated with the assembly process, due to misalignment in the assembly machine. A project was initiated to reduce this failure inside our products.

Event description:
It was reported that the bd plastipak - 3-piece syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during a preparation of a bag, liquid leakage by the piston of the syringe: bevacizumab.